Event description:
It is reported that the patient was revised due to femoral loosening.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided did not reveal indications that the recommended surgical technique was not followed. The revision surgical notes stated that a light tan, relatively avascular proliferative villonodular synovitis was identified consistent with component loosening and that the femoral component was obviously loose. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.